Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 319.006; lot: h363286; release to warehouse date: february 08, 2018; supplier: (B)(4). Lot was released for sale and no nonconformance reports were written for this lot during manufacture. Therefore it can be determined that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: visual inspection was performed for the returned device. The depth gauge was received with the distal portion of the needle component broken off. The break is located in the threaded region of the needle and roughly flush with the depth gauge body. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Based on the visual inspection, the received condition was determined to agree with the complaint description. Document review: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Depth gauge for 2.0/2.4mm screws. Needle (component). Dimensional analysis: dimensional inspection of the needle component could not be conducted due to the post manufacturing deformation at the location of the break. Conclusion: in conclusion, the complaint condition is confirmed as the needle component is broken. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve component to protect the needle during transport and an outer body component which adds additional protection to the needle attachment point during use. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection of a loaner, the depth gauge was found damaged. There was no patient involvement. When the device was received by the manufacturer, it was noted to be broken. This report is for a depth gauge. This is report 1 of 1 for (B)(4).